Manufacturer narrative:
Upon disassembly for visual inspection a worn wedge component on the handpiece connector was found. This device is not repairable and will not be returned to the user facility.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.